Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd q-syte¿ luer access split-septum stand-alone device, that a nurse found solution leaked at exhaust vent of q-syte during infusion. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: observations and testing could not be performed because units were not received for investigation of this incident. DHR review was performed on the following sub assembly lot numbers: 6184939 ¿ this lot number was built on qfa line 4, from july 6, 2016 thru july 8, 2016. Review of DHR¿s revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed one non-related qn was initiated during the build of any of the lot that would not impact the quality of the product relevant to the defect stated in the pr. 6188849¿ this lot number was built on qfa line 3, from july 8, 2016 thru july 10, 2016. Review of DHR¿s revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. No quality notification were initiated during the build of any of the lot numbers. Investigation conclusion: the defect leakage from top of septum; could not be identified or confirmed, and cause could not be determined, as the units described in the product incident report were not returned for evaluation and testing.

Event description:
It was reported that during use of the bd q-syte¿ luer access split-septum stand-alone device, that a nurse found solution leaked at exhaust vent of q-syte during infusion. There was no report of exposure, serious injury or medical intervention.